Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient was hospitalized 2 months ago for an infection. This was the first time the patient had gotten an infection on dialysis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was admitted treated with intraperitoneal (ip) ancef; however, the dose, frequency, and duration were not provided. The patient¿s peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s antibiotic was continued. The cause of the patient¿s peritonitis is currently unknown, however the pdrn¿s written response indicated there was no fresenius device(s) and/or product(s) involved. The patient continued to undergo ccpd while hospitalized and was discharged home on (B)(6) 2025. Following discharge, the patient¿s antibiotic was changed to intraperitoneal (ip) vancomycin for 21 days, however the dosage was not provided. The patient has resumed utilizing the same liberty select cycler at home and is recovering from the serious adverse events. The pdrn reported that a follow-up peritoneal effluent fluid cell count was obtained, and the results revealed the wbc = 0 mm3.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, the pdrn indicated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient was hospitalized 2 months ago for an infection. This was the first time the patient had gotten an infection on dialysis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was admitted treated with intraperitoneal (ip) ancef; however, the dose, frequency, and duration were not provided. The patient¿s peritoneal effluent fluid culture returned positive for staphylococcus epidermidis, and the patient¿s antibiotic was continued. The cause of the patient¿s peritonitis is currently unknown, however the pdrn¿s written response indicated there was no fresenius device(s) and/or product(s) involved. The patient continued to undergo ccpd while hospitalized and was discharged home on (B)(6) 2025. Following discharge, the patient¿s antibiotic was changed to intraperitoneal (ip) vancomycin for 21 days, however the dosage was not provided. The patient has resumed utilizing the same liberty select cycler at home and is recovering from the serious adverse events. The pdrn reported that a follow-up peritoneal effluent fluid cell count was obtained, and the results revealed the wbc = 0 mm3.